Event description:
Pt fell and hit her head over the implant site (date unknown). After this incident, the pt began to experience a progressive decrease in benefit from the implant. Diagnostic testing for 2 days suggested a possible device malfunction. Explantation surgery took place in 2005. It is not known whether the pt was reimplaned with a new device.